Event description:
It was reported that during a fistuloplasty procedure, balloon burst and part detachment occurred. The lesion was situated in the right arm. The stenosis was crossed with a 6x4mm mustang balloon to dilate the lesion. A residual waist was noticed. A 7x4mm mustang balloon was then used and inflated to the rated burst pressure but still the waist persisted. A 8x4mm mustang balloon was used and inflated to the rated burst pressure but again still the waist persisted. The balloon was then inflated above the burst pressure. The balloon burst and under fluoroscopy, the balloon was leaking contrast. A vessel bleed was noticed. He removed the balloon from the fistula unto the sheath but the balloon got stuck partially. The hub was cut off the balloon and the sheath was removed - allowing to place a larger 7fr sheath over the balloon shaft and into the patient helping to recapture the balloon. The balloon was removed together with the sheath. A radiopaque marker was noted on the guidewire. The wire was removed and a 8x4mm balloon was placed at the bleeding vessel point and inflated. The bleeding did not stop so a covered non bsc stent was implanted. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).